Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Peritoneal dialysis patient requested technical support after encountering drain complications and a fluid leak during treatment. The patient requested a replacement cycler. Follow up with the patients pdrn indicated that the patient did not experience any complications as a result of the alleged event. The patient did not miss any treatments. Patient resumed treatment on a replacement cycler.

Manufacturer narrative:
Plant investigation: the reported symptom (fluid leaking) was not confirmed. The reported symptom (drain complication encountered) was not confirmed. The reported symptom (trng: soft alarm ¿ patient line is blocked) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The post-accelerated stress test two hours and fifteen minute 8500 ml simulated treatment was performed and completely without failures. The system air leak test passed. The valve actuation test passed. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined.

Event description:
Peritoneal dialysis patient requested technical support after encountering drain complications and a fluid leak during treatment. The patient requested a replacement cycler. Follow up with the patients pdrn indicated that the patient did not experience any complications as a result of the alleged event. The patient did not miss any treatments. Patient resumed treatment on a replacement cycler.